Event description:
The customer reported that the device did not coagulate or cut properly. There was no patient injury. The device was discarded by the customer. Additional questions in regard to the incident have also been asked but the site has yet to respond.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.